Event description:
A technician was opening a vial of unreconstituted citrol level 3 reagent. A ring of glass came off with the cap lacerating her index finger. She was treated at the occupational health office and received a tetanus vaccine.